Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was reported that a screw was broken. A revision was done to remove the broken screw.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: image review. Results: visual review of the submitted images identified one mas screw broken approximately 7-8 threads below the base of the bone screw head. No adjacent defect or damage was able to be identified that could contribute to the crack propagation. Unable to examine fracture surface or dimensional specifications of the fractured implant. Additionally, another image displayed the opposite side construct (location and orientation unknown) balance dynamic rod broken at the center of the c-shape. No adjacent defect or damage was able to be identified that could contribute to the crack propagation. Unable to examine fracture surface or dimensional specifications of the fractured implant. No additional information about the event can be determined from the submitted pictures.